Event description:
Right-side MRI indicated rupture.

Event description:
Per md follow up this device was not ruptured but had a seroma. This seroma via MRI was thought incorrectly to be a ruptured device.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 4.7g over specification. Per revision report, the doctor "incised the capsule to remove the implant serous fluid started pouring out: 500 cc of it". Per md follow up this device was not ruptured but had a seroma. This seroma via MRI was thought incorrectly to be a ruptured device.